Event description:
Caller reported an occurrence of cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer initially reset pump themselves after first instance of error and contacted support following a second reset. Customer was instructed by cts to place pump into storage mode and return it using a pre-paid label within 10 days. Backup therapy using mdi was planned to ensure insulin delivery was not interrupted.